Manufacturer narrative:
(B)(4). Exact date of event is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with right side claudication on an unknown date. An ultra sound was done and showed the right limb of the endurant stent graft was occluded. The physician thought the cause of the occlusion was the patient was hyper-coaguable. A 16/10/124 endurant stent graft was placed on the right side up to main body bifurcation and the occlusion was successfully resolved. No additional clinical sequela were reported and the patient is fine.